Event description:
A distributor reported that a user in denmark experienced a cartridge alarm, specifically alarm 20, during pump operation. The alarm reoccurred even after reloading a new cartridge using the proper technique. There was no adverse impact to the customer's blood glucose level, as the levels were not reported and the pump functioned within its normal parameters. Technical support arranged for the pump to be replaced under warranty, provided instructions for the pump's return, and confirmed the customer's shipping information. The customer was informed about the need for a replacement but declined to share backup therapy details and declined additional goodwill cartridges.